Event description:
Healthcare professional reported "unfortunately dropped 2 of the sizers" and "experiencing difficulties with the sizer packaging." The device was not implanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "experiencing difficulties with the sizer packaging."